Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the steps taken to resolve the lead issue and the cause of the issues were unknown. The leads were discarded at the end of the trial on (B)(4)2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260 lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown, ubd: 18-may-2022, UDI#: asku. (B)(4) pertain to product ID: 977d260, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study undergoing a trial. It was reported that the left lead (0-8) was bowed in the middle, contacts of both leads were compromised during day 1 of the trial, and all 4 contacts were not connected for the right lead (8-15), causing impedances and resulted in no pain relief. No further complications were reported/anticipated.